Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/21/2024.

Event description:
Healthcare provider reported a left side capsular contracture, baker grade iii/IV. The device has been explanted.

Event description:
Healthcare provider reported a left side capsular contracture, baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on may 27 with lot number 3626521. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported, a left side capsular contracture, baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.